Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the bone screw was bent and a fracture was found in the connection with the screwdriver. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10. The reported device was returned for review against the complaint. During implantation the screw bent and fractured. Visual review of the device confirms the screw had bent and fractured on the head. Foreign debris was found in the screw thread confirming previous attempted use. No other damage was noted. Fracture analysis demonstrated that the screw fractured due to bending overload. Material analysis confirmed the elements to be conforming. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.